Event description:
Customer¿s husband reported customer¿s adc freestyle libre sensor produced error messages. He further reported that on (B)(6), 2019 she was feeling ¿dizzy and extremely week¿ with ¿hot and cold flashes¿. Customer was taken to a hospital where a blood glucose result of 3.8 mmol/l (68 mg/dl) was received. Customer was given a coke to drink. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification.  DHR (device history review) for the libre sensor and libre sensor kit were reviewed and the DHR showed the libre sensor and libre sensor kit passed all tests prior to release.  All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s husband reported customer¿s adc freestyle libre sensor produced error messages. He further reported that on (B)(6) 2019 she was feeling ¿dizzy and extremely week¿ with ¿hot and cold flashes¿. Customer was taken to a hospital where a blood glucose result of 3.8 mmol/l (68 mg/dl) was received. Customer was given a coke to drink. No additional treatment was reported. There was no report of death or permanent injury associated with this event.